Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection revealed a cracked mecanyl tube with a loop closed to 2/3. The visual inspection of the knot shows that it was configured correctly. The complete loop closure was possible. No breakage was observed with the actual sample and the functional test meets the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, the suture broke when ligation was performed. Another device was used to complete the case. There were no adverse patient consequences reported.